Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions."

Event description:
Patient's legal counsel provided medical records that indicate patient underwent right total hip arthroplasty on (B)(6) 2008. Medical records further indicate that patient underwent a revision procedure on (B)(6) 2014 due to suspected aseptic lymphocyte dominated vasculitis-associated lesions (alval) and metal on metal tissue reaction. Revision operative report noted the presence of dense, yellow tissue that was excised from the intracapsular space around the trunnion. The modular head was replaced and an active articulation polyethylene acetabular liner was implanted during the revision.